Event description:
The customer contacted stryker to report that the shock button on their device was intermittent. The customer advised the button had to be pressed several times to deliver therapy. In this state defibrillation therapy would be delayed or unavailable if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Corrected information: section d9 of the initial medwatch report (MFR report #0003015876-2022-02715) indicates: product available to stryker - field section d9 of the initial medwatch report (MFR report #0003015876-2022-02715) should indicate: product available to stryker - no section d9 of the initial medwatch report (MFR report #0003015876-2022-02715) indicates: returned to manufacturer on - 12/14/2022 section d9 of the initial medwatch report (MFR report #0003015876-2022-02715) should indicate: returned to manufacturer on - blank section h3 of the initial medwatch report (MFR report #0003015876-2022-02715) indicates: device evaluated by mfg - yes section h3 of the initial medwatch report (MFR report #0003015876-2022-02715) should indicate: device evaluated by mfg - no reason for no evaluation - other reason code - other - not returned to manufacturer section h10 and/or h11 of the initial medwatch report (MFR report #0003015876-2022-02715) indicates: additional mfg narrative type ¿ stryker performed an initial evaluation of customer¿s device and verified the reported issue. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Section h10 and/or h11 of the initial medwatch report (MFR report #0003015876-2022-02715) should indicate: additional mfg narrative type ¿ stryker verified the reported issue over the phone with the customer. Stryker determined that the cause of the reported issue was due to the main keypad. The replacement keypad was sent to the customer to resolve the issue. H3 other text : not returned to manufacturer

Manufacturer narrative:
Stryker performed an initial evaluation of customer¿s device and verified the reported issue. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that the shock button on their device was intermittent. The customer advised the button had to be pressed several times to deliver therapy. In this state defibrillation therapy would be delayed or unavailable if needed. There was no patient use associated with the reported event.